Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling and functional testing without duplicating the customer's report. An internal inspection of the power cables and connections within the device found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient during a bradycardia event (age & gender unknown), the device inappropriately shut down. As the patient was being loaded into the back of the ambulance, the patient went into cardiac arrest. The clinician performed resuscitation efforts to continue to treat the patient. The complainant indicated that the patient subsequently expired.